Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with gastroparesis experienced hypoglycemia while using the ilet, including nocturnal lows and a documented blood glucose of 53, with a highest reported value of 248; the user treated lows with a shake and later tea with cream and sugar and did not meal announce the tea, and the ilet did not alert for high or low. Symptoms included feeling faint. Outcomes included correction of blood glucose with oral carbohydrate and no outside assistance or medical intervention. Investigation included review of available device data and user report. Investigation of this case revealed no device alerts or malfunctions and identified user management factors, including unannounced carbohydrate intake and variable gastric emptying, as plausible contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.